Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, there were residuals and debris coming out of the suction cylinder. However, the component analysis of the foreign material could not be identified. The root cause could not be identified. Based on the results of the investigation, it was presumed from the provided information that foreign material remained at the suction cylinder because the device did not reprocessed/reprocessed completely at the customer facility before returned to olympus. According to the investigation, there was information received that the device was used in accordance with the IFU. IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). According to the investigation, the complaint information stated that the customer may not have used the device in accordance with the IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited residuals and debris coming out of the suction cylinder. There was no patient involvement.